Manufacturer narrative:
Foil pouch was received for analysis open. The package was visually inspected and no damage or torn was noted on the seal area.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported when attempting to open the corrugated box (outside box, holding foil packing/device) the sterile package inside was torn open. Was the corrugated (outside, cardboard) box sealed? Did the reported difficulty only involve the foil package? Was the foil package seal hard to open, resulting in additional force being utilized in an attempt to open the foil pouch? Did the tear result from staff attempting to open the foil pouch or was there a tear in the foil pouch or seal noted when the staff removed the device and foil pouch from the corrugated box.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2016 and the absorbable straps were used. During set up for the procedure, when attempting to open the box the sterile package inside was torn open and was no longer sterile. Another like device was used to complete the procedure with no patient consequences reported. Additional information has been requested.